Event description:
A customer reported to baxter (B)(4) a 250ml eva bag in which a leak was observed. According to the report, after the nurse added an unknown medication, a leak was observed at the administration port. There was no patient involved. Therefore, there are no reports of patient injury, medical intervention, or adverse events. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number.